Event description:
The patient was experiencing recurring infections at the percutaneous exit site of the lead wires of the diaphragm pacing system. The caregiver for the patient was instructed on proper exit site care but the infection did not clear with this intervention. A course of antibiotic treatment cleared the infection but infection recurred when the antibiotic treatment ended. The attending physician decided to explant the electrodes and debride the area, which took place on (B)(6) 2016. Recovery was normal following the explant and the patient may be reimplanted at a later date.